Event description:
It was reported that (2) hdh05 were used during an unknown procedure. It was reported by the rep that the dr used hook for ablation of endometrosis. Received solid tone on harmonic scalpel. Removed blade and then re-attached and retorqued. Worked for a short time and then solid tone again. A new blade was attached and the same process was repeated when second blade gave solid tone. It is unknown how the case was completed. There was no consequence to pt.